Event description:
Attending was placing a cvl in a patient who was requiring vasopressors. 18g wire uncoiled inside of the patient. The attending was able to remove the guidewire without harm to the patient. Multiple wires were used and the line was unsuccessful.